Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported that the shaft of the tap broke during use. All broken pieces were retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): the tap was returned for evaluation. Visually confirmed instrument broken at ~70mm mark. Microscopic examination of fracture surface revealed fairly brittle fracture with no indication of fatigue or torsion. River lines suggest direction of fracture. The location and nature of fracture surface suggest failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.